Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Concomitant product(s) - a 157446 m2a magnum 084760 & us157852 m2a magnum pf cup 481320. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-01383 & 03318.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left revision procedure approximately eight years postimplantation due to patient allegations of pain. Operative reports received indicated metal debris with soft tissue staining and inflammatory reaction were noted during the revision procedure. Also during the revision procedure osteolysis was found located on the proximal femur, however the stem was well-fixed. Osteolysis and inflammatory tissue also founded at the acetabulum and the acetabular cup showed signs of erosion. Finally a pseudotumor was noted.